Manufacturer narrative:
H6 medical device problem code a150202 omitted as requested by the investigation team.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical rationale/review; the impella cp was placed to support the 55 year old male patient who had been admitted in the cardiogenic shock and acute myocardial infarction, in scai stage d shock. The patient was known to have acute liver failure, but all other comorbidities are unknown. The pump had been placed via the femoral artery and was supporting when on the 2nd day of the support the patient had signs of hemolysis. There was bloody urine and the team performed imaging and found the right ventricle to be dilated and the team made choice to explant and escalate to higher care, and biventricular. The pump was explanted and an impella 5.5 placed. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.